Manufacturer narrative:
(B)(4).

Event description:
The customer alleges when the doctor opened the product, the guide wire was curved. The medical doctor did not use the device and finished the procedure with another device.

Event description:
The customer alleges when the doctor opened the product, the guide wire was curved. The md did not use the device and finished the procedure with another device.

Manufacturer narrative:
(B)(4). The customer returned various components in an unlabeled bag including a 2-lumen catheter, guide wire assembly, introducer needle and two dilators. None of the components appeared to show any evidence of use. Visual examination of the components revealed that they did not match the components from the kit reported by the customer (part number cs-25703-e). The returned guide wire was a coated guide wire while the guide wire supplied in cs-25703-e is uncoated. The returned catheter had two lumens while cs-25703-e contains a three lumen catheter. The returned guide wire was observed to have several kinks on either ends of the guide wire body. The distal j-bend was undamaged. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks observed appeared consistent with damage resulting from shipping and handling but this could not be confirmed because of the discrepancy between the customer report and returned components. The dimensions of the returned guide wire did not match those of the customer reported guide wire (wgz-04432-001a); however, they did fall within specification for standard guide wires manufactured by teleflex. The kinks in the guide wire were located 41, 75 and 221 mm from the distal tip. The returned guide wire was able to pass through the returned catheter, introducer needle and dilator, although slight resistance was met while passing the kinked portions. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the kit from the customer reported lot and no relevant manufacturing issues were identified. The guide wire product drawing from the customer reported material number was reviewed for this complaint investigation. The standard instructions-for-use (IFU) provided with teleflex cvc/PICC kits describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer report of a kinked guide wire was confirmed through visual examination of the returned sample; however, the returned components did not match the part number reported by the customer. The customer returned a coated guide wire and a 2-lumen catheter while the reported kit cs-25703-e contains an uncoated guide wire and a 3-lumen catheter. Due to this discrepancy, dimensional measurements could not be verified although the guide wire dimensions matched specifications for standard guide wire sizes manufactured by teleflex. A root cause could not be determined because of the discrepancy between the part number reported by the customer and the components returned.